Event description:
The doctor noticed the haptic was bent before insertion into the eye. There was pt contact. Another lens was used to complete the surgery.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00279 for the delivery device used with this lens.